Event description:
It was reported that tip detachment occurred. Vascular access was obtained via contralateral approach. The 85-90% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral iliac artery. A 300cm, 8cm v-18 control wire guidewire was inserted at the right side of the patient and was advanced via contralateral approach. However, during the procedure, the guidewire broke at 4-5 cm from the tip in the right common iliac artery. The detached distal tip was snared and removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the returned device matches with upn provided by the customer. The returned guidewire had the wire detached at distal tip section. The detached section was not returned. The distal tip was confirmed detached under microscope. The device was measured in three sections (distal, medium and proximal and excluding the distal tip) to confirm those sections met specification.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via contralateral approach. The 85-90% stenosed target lesion was located in the moderately tortuous and severely calcified bilateral iliac artery. A 300cm, 8cm v-18 control wire guidewire was inserted at the right side of the patient and was advanced via contralateral approach. However, during the procedure, the guidewire broke at 4-5 cm from the tip in the right common iliac artery. The detached distal tip was snared and removed from the patient. The procedure was completed with a different device. No patient complications were reported.